Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign - japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the drill tip fractured when the surgeon fixed the plate to the mandible. The device was not left in the patient and there were no consequences or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h1; h2; h3; h6; h10 a visual inspection was conducted on the returned drill. The drill has fractured where the drill base meets the drill flutes. Medical records were not provided. Review of the certs identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.